Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9114589. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-24. Medical device lot #: 9171737. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-06-20. Medical device lot #: 9147985. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that difficulty to open occurred with syringes 10ml e/t 22g 1-1/2in tw. The following information was provided by the initial reporter, "the cutting line of the bag is difficult to tear and easy to break that often occurs in the second and third branches of the packaging series. And the paper in the package is cut, and the waterproof film on the other side is not cut." 35 occurrences were reported.

Event description:
It was reported that difficulty to open occurred with syringes 10ml e/t 22g 1-1/2in tw. The following information was provided by the initial reporter, "the cutting line of the bag is difficult to tear and easy to break that often occurs in the second and third branches of the packaging series. And the paper in the package is cut, and the waterproof film on the other side is not cut." 35 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: one photo and 35 actual samples were received by our quality team for evaluation. Upon visual inspection of the photo and samples it was observed that there was unclear perforation cut lines in between the blister packages which would cause the tears and making the packages difficult to tear; therefore the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. At the packaging perforation station, there is a perforation knife to create perforated cuts. Based on the investigation, the probable root cause could be due to the perforation knife wear and tear, causing the unclear perforation cut lines and the production technician may have been unable to detect the good and bad perforation cut lines, hence parts flow to next process. An extra visual inspection will been done to ensure correct perforation lines are on the packaging.